Manufacturer narrative:
Product support conducted testing of the returned pt samples, calibrator z (negative control), and calibrator h (positive control) on cardiac w47760. Observations are for tni recovery. Samples with adequate volume were also run on bci access2 for verification. Product support observations for tni recovery follow: no elevated tni values were observed with any sample. No false positive results were observed with the negative control sample. No error codes or device issues were observed. All data points with cal z (negative control) were below the mfg cut off of 0.05ng/ml. All data points with cal h (positive control) were within the mfg 2sd range with a % recovery of 91%, within mfg final release specs. Returned pt sample 1 on triage was <0.05ng/ml; not enough sample was sent for testing on access2. Returned pt sample 2 on triage was <0.05ng/ml and 0.00ng/ml on access2. Returned pt sample 3 on triage was <0.05ng/ml and 0.00ng/ml on access2. No high bias, elevated values, or false positives were observed with any sample for tni recovery. No corrective action required at this time as no product deficiency was established.

Event description:
Customer reported a false positive troponin I (tni) result on triage cardiac panel test. A (B)(6) year old female went to the ER on (B)(6) 2011 complaining of heartburn and was vomiting. Pt had a false positive tni result which upon retest gave a negative result. The pt's EKG and other analysis were normal. There was no lab analyzer confirmation. The pt was admitted for observation and was not discharged at the time the complaint was called in. No referral to cardiologist had been done as of the date complaint was called in. Ckmb confirmed via chemistry analyzer (vitros) - ok. Same tech performed all 3 tests using 2 triage meters ((B)(4), other meter sn unk).